Manufacturer narrative:
(B)(4). Approximate age of device ¿ 9 months. The pump was not explanted. A correlation between the device and the reported event could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted for an acute kidney injury and leukocytosis when an acute subdural herniation occurred. The patient complained of a headache and was later discovered to be unresponsive in bed with fixed pupils. The patient coded and did not respond to emergency treatment. A CT scan reportedly revealed a large bleed in the brain. Support was withdrawn and the patient expired. The pump reportedly performed as designed. No further information was provided.